Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump cuts off automatically by its own and the insulin pump was says that the reservoir was empty even if it's full. The customer's blood glucose was unknown at the time of incident. The customer stated that they needed to change their tubing to make sure if the insulin pump was giving the correct information. The insulin pump will be replaced and will be returned for analysis.